Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: "what is the current patient status? The patient is still hospitalized and getting well. What was the anatomical position of the 2h12lp trocar? No information. What suture type and size was used to anchor the 2h12lp trocar? No information. Was the 2h12lp trocar removed prior to using the alexis device? No. 2h12lp was used to the patient through the surgical gloves which were used as a cover of the alexis. Dr. Commented the olive plug was placed in the abdominal area, because the olive plug was placed in the alexis. Where was the foreign body found (subcutaneous or intra-abdominal)? No information. Where was the bleeding observed? No information. Do they believe the bleeding was associated to the foreign body? No information. Is there a photo of the foreign body available? If yes, please send to productcomplaint1@its.jnj.com. Please reference (B)(4). No. How was the foreign matter seen on the CT-scan that lead to the identification of the olive plug? The foreign matter was recognized as the olive plug when the re-operation not when the CT-scan was performed. What is the lot number of the 2h12lp that was used in the procedure? No information of lot number. R40348 may be used in the case." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why was the 2h12lp trocar selected versus another type of trocar? Was the olive plug locked during use? What was the olive plug fixated to during use? Was the olive plug deep or superficial to the surgical glove? Can you further describe the alexis, glove, and trocar combination? Can a photo or drawing be provided recreating the technique used? If yes, please send to productcomplaint1@its.jnj.com. Please reference (B)(4). Would the surgeon be willing to speak with ethicon medical and engineering personnel?

Event description:
It was reported that during a laparoscopic appendectomy, the olive plug left inside the patient. The surgical gloves were used as a cover of the alexis. A 2h12lp was used to the patient through the surgical gloves. The olive plug was attached to the trocar at that time. No problem was observed when the x-ray was taken soon after the operation. One day after the operation, the patient complained of pain and bleeding was observed. Then, a foreign matter was found inside the patient when the CT was used. Re-operation was performed on (B)(6) to remove the left olive plug and to complete the case. No pieces left inside the patient. The patient is still hospitalized and getting well. "The surgeon commented that the device was not contributing factors to event, but attachable parts like an olive plug should be recognized by an x-ray."

Manufacturer narrative:
(B)(4). Date sent: 04/25/2018. Additional information was requested and the following was obtained: why was the 2h12lp trocar selected versus another type of trocar? No information. Was the olive plug locked during use? No information. What was the olive plug fixated to during use? Yes. Was the olive plug deep or superficial to the surgical glove? Dr. Commented that the olive plug inserted in the surgical glove was placed into the abdominal. Can you further describe the alexis, glove, and trocar combination? No information. Can a photo or drawing be provided recreating the technique used? No. Would the surgeon be willing to speak with ethicon medical and engineering personnel? No.